Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The report states: the medic was responding to a cardiac arrest. The patient was in cardiac arrest when medic arrived on the scene. The medic placed an io successfully in the tibia. When attempting to remove the cutting stylet the medic was unable twist the stylet free from the catheter. The medic left the placed io in the patient and then attempted/placed an IV. The patient is deceased.